Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that during a procedure using a transeptal needle the device punctured through the patient's aortic root and aorta. While approaching the transseptal crossing the needle went through the patient's right atrium, into the aortic root, and through the patient's aorta. It was observed on intracardiac echo imaging that the needle did not appear to be where it was supposed to be and was in the patient's aorta. The needle was removed from the aorta and the patient's blood pressure dropped. Protamine was administered and it was believed the bleeding around the aortic root had 'clotted off' and the patient was considered stable at that time and the procedure was cancelled. The patient underwent CT imaging later that day and it was determined they were stable and did not require surgery.